Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b3 (added date of event). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 706, 25). The returned sample was visually inspected, with no anomalies noted. The unit was then set up in a circuit, where in a saline solution was run at 2.5 l/minute for approximately 20 minutes, and then the roller pump was turned up to 6 l/minute for an approximately 1 minute. Air bubbles were noted during the test. The returned sample was then visually inspected after the circuit test, and it was found that the small o-ring on the venous port was not seated properly, allowing air to enter. A representative retention sample was obtained and inspected showing the o-ring seated correctly within the venous port. A partially seated o-ring could cause air to be introduced. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a rise of air bubble in venous reservoir. As per user facility, when recirculating the priming volume during preparation, they noticed a significant rise of air bubbles in the venous reservoir, just before the outlet to the arterial pump. When the arterial pump was stopped, a considerable amount of air bubbles rose towards the venous inlet. All 3-way stopcocks in the venous access was replaced to rule out the error. No patient involvement, product was changed out, procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 28, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.